Event description:
It was reported that the pt had overdose-type symptoms. The pt responded to narcan, so they suspected that the pump might be overinfusing. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.